Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain and discomfort in the neck and cervical region. Therefore, the patient was hospitalized and underwent magnetic resonance imaging (MRI) however, it did not reveal any anomalies. The physician assessed that no further intervention was required.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2023 additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70 . Serial: (B)(6). Batch: 7089915.